Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized due to artifact on the right ventricular (rv) lead channel. During the hospital stay, the connection between the device and the lead were checked. The rv lead remains in use. The patient is a participant in a clinical service clinical study. No patient complications have been reported as a result of this event.